Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges as she was getting off the unit, her night gown got stuck on the joystick. It allegedly threw her out of the unit and kept going in circles and running her over.

Manufacturer narrative:
The text of the complaint indicates the end user did not heed operating warnings. There are warnings in the literature to turn off the controller when transferring and clothing get caught in the controller. Updated medical device problem code.

Event description:
Consumer alleges as she was getting off the unit, her night gown got stuck on the joystick. It allegedly threw her out of the unit and kept going in circles and running her over.